Event description:
It was reported that in-stent restenosis allegedly occurred. Angioplasty was performed and a stent graft was successfully deployed. The patient was reported as asymptomatic.

Manufacturer narrative:
The lot number was not provided, and the sample was not available. A review of lot history records could not be performed. It was therefore not known whether the alleged failure was potentially production related. Based on the images provided a stenosis section could be confirmed in the stented section, however, a device deficiency could not be identified. The stent structure was visible without damage, deformation, or irregularity; the stent was evenly open over the whole length. Therefore, no indication for a device relation of the vessel occlusion could be determined, which led to an inconclusive evaluation result. In reviewing the relevant labeling for this product, the potential issue was found addressed as the instructions for use (IFU) state that the product 'is indicated for the treatment of illiac occlusive disease in patients with symptomatic vascular disease of the common and/or external iliac arteries'. 'Arterial occlusion/restenosis of the treated vessel' was mentioned as a potential adverse event that may occur. The IFU further states that pre-dilatation of the stricture and post dilation of the stent with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician.

Manufacturer narrative:
Medical images and photos were provided to the manufacturer and are under review. The lot number of the device was not provided. The device is not available for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in-stent restenosis allegedly occurred. Angioplasty was performed and a stent graft was successfully deployed. The patient was reported as asymptomatic.